Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call crack on the insulin pump battery compartment and reservoir compartment tube lip where the reservoir locks into was broken. The customer¿s blood glucose was 13.3 mmol/l at the time of incident. Customer has not been in a vehicle accident and the insulin pump drive support cap was normal. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address label, stained serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and broken battery tube threads. Unable to perform the displacement test due to completely broken reservoir tube lip noted.